Event description:
It was reported by the affiliate that during/before an unknown procedure, the staples were malformed. The surgeon changed to use hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis showed that the atw35 device was received in good visual condition and with a tr35w reload. The reload was received partially fired and with the cartridge lock out tab normal. After further evaluation, it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing, the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled, the most distal part of the cartridge encountered an upward force either from contact with another device or a solid structure resulting in the cartridge to partially disenge from the channel. A batch record review was performed and no anomalies were found during the manufacturing process.